Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- forceps could not be inserted smoothly, due to a dent on channel tube, and residual liquid or foreign material was observed coming out of the suction cylinder, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a dent on the channel tube, which prevented smooth insertion of forceps, and residual liquid or foreign material was observed coming out of the suction cylinder. There was no patient involvement.